Event description:
Literature was reviewed regarding the treatment of intracranial aneurysms with the pipeline embolization device, based on a single-c enter experience. The time frame of this study was from december 2018 to january 2022. Multiple manufacturers¿ devices were used in the study population. Among the medtronic devices, the marksman microcatheter was utilized. There were no reported mortalities in the study population. However, various adverse events were documented, including ischemic complications, deterioration in the modified rankin scale (mrs), in-stent stenosis, ischemic stroke, and new postoperative neurological deficits. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. G2: citation: authors: liang, w., yin, j., lu, c., yang, j., ma, x., zhang, x., turhon, m., <(>&<)> yang, x.. Treatment of intracranial aneurysms with pipeline embolization device: a single-center experience. Quantitative imaging in medicine and surgery 14(4), 2916-2926 2024. Https://dx.doi.org/10.21037/qims-23-1289. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.